Event description:
It was reported that while in the intensive care unit the arrow intra-aortic balloon (iab) was inserted into the pt's left femoral artery for cardiac support. During intra-aortic balloon pump (iabp) therapy, the pump gave helium leakage alarm; concurrently it was detected on display that helium showed 200 psi and volume of balloon 12.5 cc, although a helium bottle of max filling capacity of 500 psi was attached and the user did not reduce the volume of balloon. Immediately the perfusionist exchanged the pump to another, which ran w/o problems. Simultaneously the pump, which had given the alarm, was connected with a test balloon and it ran 30 mins w/o occurrences. After that, the user changed back to the first pump. Twenty mins later, the same issue occurred again. The pump was exchanged. There was no reported pt death or injury. There were no reported pt complications. Surgical / medical intervention was not required. Pump strips were not generated, x-rays were not performed. There was a delay / interruption in iabp therapy, however, the time is unk. The pt outcome is okay. Add'l info rec'd on (B)(6) 2012 stated that the iab in use was an arrow iab, however the size is unk. The md stated that there was nothing wrong with the iab, this was a pump issue. The pump was taken off the pt and then put back on the pt after testing (the pump). The pump was found to be okay, no issues were noted during testing. During the procedure, the pump alarmed twice "helium leak alarm." According to the sales rep "at least, if the main switch has anything to do with the helium loss alarm, is unk. Most probably not. However, this cannot be surely confirmed. All we know is that the css wanted to check the pump one day later and he had to active the main switch 3 times before the pump stated."

Manufacturer narrative:
(B)(4).